Event description:
It was reported that during a gastric bypass laparoscopic procedure, a lot of carbon dioxide (co)2 insufflation gas leaked from the seal of the device. The leakage occurred while the patient was insufflated and throughout the procedure. It was noted that there was rapid loss of pneumoperitoneum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal housing, stopcock, cannula and duckbill seal were intact. The circular seal had a cut. Functional testing found that the device passed an air leak test. However the duckbill seals failed under manual manipulation with an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height. (255 max - 245 min) the measurements with calipers was; 258, 259, 258, 260, 254, 259. It was reported that there was a rapid loss of pneumoperitoneum. The reported issue could not be confirmed. It was also reported that there was a leak. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: circular seal was cut. This issue can occur when contact is made with a surgical instrument during c linical application. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.